Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The actual device was not provided, but images of the device while implanted were provided. Review of the images confirmed the articulation of the leg to 90 degrees. Argon's clinical manager suggested this likely occurred due to a retrieval attempt. No other information could be gained from the images. The thread noted by the customer could not be confirmed since the sample was not returned for evaluation.

Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The issue is still under investigation and a follow-up report will be submitted once the evaluation is complete.

Event description:
During an option filter deployment, the physician who deployed the filter said he felt no resistance as he fed the filter through the sheath. Option leg articulated at a 90 degree angle and legs crossed post deployment. In addition, after he removed the sheath, a very long thread (likely the length of the sheath) came out of the patient. They attempted to retrieve the filter and after several failed attempts, left the filter in the patient.